Manufacturer narrative:
The complaint of leaks on item ms930 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) on the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The complaint of leaks on item ms930 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was conducted and no non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation:no.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
An event occurred on an unspecified date involving a smallbore ext set w/remv microclave. It was reported that there was leaking an unspecified fluid/infusate. There was unknown patient involvement and no reported of any patient harm.